Manufacturer narrative:
Submit date: 8/22/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the pump did not chime when powered on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump did not alarm. The unit was triaged and the reported condition was confirmed. The volume control circuit was found to have corrosion which is the root cause. The printed circuit board needs to be replaced. A formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.